Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity and the left ventricular (lv) lead had high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d274trk implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 330-854 implantable pacing lead implanted: 1994 (B)(6). (B)(4).